Manufacturer narrative:
As reported, the 6x40mm 90cm saber percutaneous transluminal angioplasty (pta) catheter was delivered for a post dilatation; however, it ruptured within its nominal pressure. It was unknown how the procedure was completed. The procedure was completed successfully. There was no reported patient injury. The target lesion was the common iliac artery. The patient¿s vessel level of tortuosity was unknown. The lesion was heavily calcified. The rate of stenosis was unknown. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU and the device was prep normally. There were no anomalies noted during or after the device was prepped. Initially, a smart (7x60mm) self-expanding stent (ses) was delivered to the lesion and implanted. Then, the saber pta balloon catheter was delivered for a post dilatation. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17417373 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the saber pta balloon catheter (6mm4cm 90) was delivered for a post dilatation. However, it ruptured within its nominal pressure. There was no reported patient injury. The target lesion was the common iliac artery. The patient¿s vessel level of tortuosity was unknown. The lesion was heavily calcified. The rate of stenosis was unknown. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU and the device was prep normally. There were no anomalies noted during or after the device was prepped. Initially, a smart (7mm*60mm) self-expanding stent (ses) was delivered to the lesion and implanted. Then, a saber pta balloon catheter (6mm4cm 90) was delivered for a post dilatation. However, it ruptured within its nominal pressure. The product was removed intact (in one piece) from the patient. It was unknown how the procedure was completed. The procedure was completed successfully. The product will not be returned for analysis.